Event description:
On 14th december 2022, rayner received notification from its affiliate company in germany of an event that occurred during use of rayone aspheric rao600c. The event description provided states "lens implanted after deployment the surgeon noticed a tear in the optic. Lens explanted and new one inserted".

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "lens outside the optic damaged during implantation of the lens the defect was noticed lens explanted new inserted". The procedure was completed during the original surgery session with a back-up iol. There was no injury to the patient because of the event. Product inspection was carried out on (B)(6) 2023. The iol was returned hydrated in a plastic vial. The injector was not included with the return. Inspection of the iol under magnification identified that the iol optic was scratched and torn. Product inspection confirms the event as reported; however, in the absence of the injector for evaluation it is not possible to establish the cause of the damage to the iol. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 052191632.

Event description:
On 14th december 2022, rayner received notification from its affiliate company in germany of an event that occurred during use of rayone aspheric rao600c. The event description provided states "lens implanted after deployment the surgeon noticed a tear in the optic. Lens explanted and new one inserted"

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "lens outside the optic damaged during implantation of the lens the defect was noticed lens explanted new inserted". The procedure was completed during the original surgery session with a back-up iol. There was no injury to the patient because of the event. Product return is expected but not yet received. The results of the product inspection performed will be provided in a follow-up report. Rayner is liaising with the reporter to obtain additional information to facilitate further investigation of the event. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 052191632.